Event description:
It was reported that the pump beeped continuously and displayed a red screen. Restarting the pump and reinstalling the batteries did not resolve the issue. The patient went to the emergency department (ed), where the pump displayed a "battery power lost" alarm, followed by a red screen with multiple triangles and error code 41622. The pump was replaced in the ed. The medication, blina 15mcg per m2 - 7 day has been being infused. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.